Event description:
It was reported that there were issues getting the pressure transducer test to pass during during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
No additional information regarding replacement of any parts or device logs have been received to be able to determine the cause for the reported event. Multiple attempts to obtain this information have been made. Without additional information and logs, we are not able to determine the cause for the reported event.

Event description:
(B)(4).